Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred (B)(6). On (B)(6)2024, it was reported that there was occlusion in infusion set which prevents the flow of insulin therefore patient had replaced infusion set including reservoir. No further information available